Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018 with blood glucose level was 540 mg/dl. The customer stated the other blood glucose value was 47 mg/dl. Customer stated that the insulin pump was off. The customer was treated with intravenous insulin. Customer was not using auto mode. The insulin pump will not be returned for analysis.